Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing skin irritation and an increase in their blood glucose level. Customer stated that they were hospitalized due to arthritis, but developed an irritation around her arms and thighs. The hospital tested the reservoir for contamination. Customer states there is no irritation or infection at the insertion site. Customer's blood glucose levels were 335 mg/dl at time of reporting and customer is treating with insulin pump. Nothing further reported.